Event description:
A power-on-reset (por) condition was reported and a "call doctor: por" icon message was seen on the patient programer. It was noted the patient had breast cancer and had turned off the neurostimulator for radiation treatments (she will be receiving 250 cgy). The patient also experienced a jolting sensation. The patient reported a speech problem since right hemisphere implant. She had a slight return of tremors and labored speech. The por condition on the device was able to be cleared. The patient had a subsequent por condition in early sept but was able to clear that condition. Additional information was requested.

Manufacturer narrative:
(B)(4).